Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition the customer received a cartridge alarm 5. Reportedly, the cartridges had not been refilled or reused, and insulin had not been removed from the cartridge during basal delivery. Customer's blood glucose (bg) level was 286 mg/dl. Reportedly, the customer was able to load a cartridge successfully, and would deliver a correction bolus via the pump to address the bg level.